Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the hook of the filter straightened out, while retrieving the filter, making the filter retrieval impossible with a clover retrieval kit, as per the IFU. Filter hook straightened out during retrieval. Then aborted the procedure. Filter retrieved with 16fr sheath and clover set. Grabbed filter by the head with snare and collapsed with 16fr. Patient outcome: retrieval was unsuccessful and filter stayed behind, an additional complex filter retrieval.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). D4) catalog# is changed to unknown but referred to as gunther tulip filter. After investigation the event is no longer considered reportable to FDA. Summary of investigational findings: a tulip filter placed in february 2025 was to be removed in june 2025. The hook of the filter straightened out, while retrieving the filter, making the filter retrieval impossible with a clover retrieval kit, as per the IFU. Procedure completed using 16fr sheath and clover set. Grabbed filter by the head with snare and collapsed with 16fr. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: a tulip filter was returned and the hook of the filter was confirmed to be straightened out. An image was returned for evaluation. The image was reviewed by clinical personnel and the following was determined: "during the initial attempt at ivc filter retrieval, the hook straightened, resulting in the physician aborting the procedure. There was no discussion regarding any potential filter leg penetration or interaction with the ivc filter wall resulting in abnormal resistance to collapse and retrieval. This should have been appreciated on the initial venogram prior to attempting retrieval. The filters dwell time was reported to be just over 4 months, and would be considered a relatively short dwell time and typically results in a straightforward retrieval. The hook of the ivc filter is designed to only withstand a certain amount of force before the metal deforms. In this case, it is unclear what factors played into superseding these forces, therefor it is difficult to prescribe blame on a single factor. Fortunately, the filter was retrieved on a subsequent retrieval attempt using a larger retrieval sheath and snaring the neck of the ivc filter instead of the hook. Why this step wasn¿t attempted at time of initial retrieval attempt is not clear." Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes are based on the device evaluation of the returned filter; attempting to retrieve a filter before properly collapsing it into the sheath and/or embedment of filter leg(s) in ivc wall. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.